Manufacturer narrative:
Correction for b4/f8: date of this report - the date the previous report was submitted to the FDA was 06/28/2021 (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blue port adapter of six (6) vial-mate adapters were difficult to push down which resulted in puncturing the container and the container would begin to leak. These issues were identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/28/2021.

Manufacturer narrative:
H4: device manufactured between may 20, 2020 to may 22, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.